Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer was assisted with troubleshooting but alarm recurred. Customer was advised they may continue to wear the insulin pump until replacement arrives. The device was not returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump error and low battery alert, problem isolated to electronic assemblies.